Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states that the legs are splitting. Dealer states that it is the same side of the bed they are splitting. I asked the patients weight and it is (B)(6). Dealer hung up and I didn't get anymore information. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5301ivc, serial number/date code unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.